Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting it was noted, the video cable maj-1430 was causing the reported issue. The reported issue was resolved. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the loaner device evis exera ii video system center needed to be setup. After the device was setup, it was reported that the video was distorted. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the faulty maj-1430 (video cable) could not be identified. Olympus will continue to monitor field performance for this device.